Event description:
It was reported that 9 pen ndl 32g 4mm 90 CT mail order only experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320883 batch no. 8261658. Verbatim: item 320883 lot # 8261658 exp 09/30/2023 has addtl 9 pen needles that non patient end is found bent after placement and during injection not allowing the insulin to flow thru.

Manufacturer narrative:
H.6. Investigation: customer returned (15) 32g x 4mm bd pen needles without tear drop labels attached (used). It was reported that customer has addtl 9 pen needles that non patient end is found bent after placement and during injection not allowing the insulin to flow thru. All 15 returned samples were examined and the following was observed: 1 sample with a broken npe cannula. 9 samples with bent npe cannulas. 5 samples with good npe cannulas; these samples were tested for flow using a test pen injector, and all 5 samples passed. No manufacturing defects on any of the returned samples. Since the samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error during pen needle attachment to the pen injector. The bent or broken needles on the non-patient end of the cannula would be the cause for no insulin flowing through, hence the customer would think the needle was clogged (as reported). A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 9 pen ndl 32g 4mm 90 CT mail order only experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320883, batch no. 8261658. Verbatim: item 320883 lot # 8261658 exp 09/30/2023 has addtl 9 pen needles that non patient end is found bent after placement and during injection not allowing the insulin to flow thru.